Event description:
It was reported that the patient experienced status epilepticus with confused state, hallucinations, disturbance in attention, somnolence, slow response to stimuli, agitation and miosis. The patient also experienced encephalitis, renal failure and jaundice. The patient had been treated with lioresal (baclofen) 0.156mcg/ml for an unspecified indication since an unspecified date in (B)(6) 2012. It was noted a possible self-medication by baclofen and diuretics. Baclofen was reported as discontinued abruptly. On (b)(64) 2012, the patient was hospitalized for a confused state and hallucinations evolving for few days. No recent alcohol intake was reported. At the patient's admission, he presented vigilance disorders alternated with drowsiness phase with bilateral miosis and violent agitation phase, jaundice, no abdominal pain and slight hepatic cytolysis. The patient was reported to have been comatose with a glasgow value of 9, prothrombin rate of 70 and bilirubin rate of 72. An abdominal scan showed no pyelocaliceal dilatation. A cerebral scan showed no lesions. A lumbar puncture was normal. The patient received one ampule of loxapine because of agitation and physical restraint was applied. The patient was calmer after receiving loxapine but he could wake up. The patient was transferred to the intensive care unit (ICU). The patient's glasgow was 8-9. The patient presented pupils in isochoric miosis and no sign of focus. The patient was in encephalitic status epilepticus picture. Biological work-up showed renal failure (urea was 15 and creatinine was 384 mcmol/l). Electroencephalography from (B)(6) 2012 showed continuous activity without basic physiological rhythm, replaced by a slow activity with diffuse slow spikes which were symmetric, and repeating pseudo-periodically with short periodicity. Lack of reactivity was reported. No modification of electroencephalography tracing after receiving clonazepam and fosphenytoin. At conclusion of the electroencephalography, the patient experienced non-convulsive generalized status epilepticus. The patient received thiopental which was replaced progressively by levetiracetam. The outcome was favorable. The patient's condition improved with thiopental withdrawal on (B)(6) 2012. On (B)(6) 2012, the patient showed first signs of awakening with a glasgow value of 6. On (B)(6) 2012, the patient had a glasgow value of 14 and electroencephalography showed frequently slight ample tracing with basic physiological rhythms which had bad spatial distribution and with artifacts, showing few fluctuations of vigilance, without specific abnormalities. The patient was reported as recovering from status epilepticus. It was noted that the causal relationship between the adverse event and lioresal was unlikely. The outcome and causality were unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).